Event description:
Event description guidant received information that a device memory disk is enroute for analysis in response to a recent safety communication that was issued on may 12, 2006 for this device model. Subsequently, the device was explanted and replaced without incident following a reported longe charge time (>40 seconds). Guidant received information that the device was generating beeping tones. Upon interrogation, the device was found at end-of-life associated with a charge time > 40 seconds. The device's monitoring voltage was 3.2 volts.